Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventraex st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralex st on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7,d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1, g4. This supplemental emdr represents the ventralight st w/echo (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventraex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralex st on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with incarcerated ventral hernia; umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, ¿the supraumbilical midline hernia defect was noted and another defect noted beneath the umbilicus. A ventralex st mesh (device 1) was spread out entirely and the inferior leaflet covered the umbilical defect and anterior leaflet pulled through another defect and using sutures.¿ (B)(6) 2019 ¿ patient had hernia recurrence thereby underwent repair. (Note: there is no op notes provided for this procedure in medical records) (B)(6) 2019 ¿ patient had ventral incisional hernia thereby underwent robotic repair with the implant of ventralight st using echo (device 2). (Note: there is no op notes provided for this procedure in medical records) (B)(6) 2020 -patient was diagnosed with incarcerated ventral hernia causing bowel obstruction thereby underwent open repair with the removal of old mesh (device 1, 2). Per op notes, ¿the hernia sac was encountered. The prior mesh (device 1, 2) had pulled away from left side of fascia and bunched up on right. A loop of small intestine was densely adherent to mesh was lysed. The entire mesh (device 1, 2) was removed. ¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent robotic repair with the implant of synthetic mesh.